Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 slidemaker had a fluid leak. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the rinse cup was overflowing due to dried up blood. The fse cleaned the probe and rinsed block areas.

Manufacturer narrative:
(B)(4).